Event description:
The user facility reported that a patient experienced an extravasation of the shoulder during a shoulder arthroscopy and required intubation and extended hospitalization in the ICU unit. The user reported that the patient survived the event. Further investigation revealed that the surgeon had used 17 3000l of fluid for the procedure. The facility reported that they never had a problem prior to this incident and believes that patient age and increased fluid usage contributed to problem. The pump was set @ 100 ml/minute. The facility was not able to isolate or identify this pump and it was returned to service. The facility has not experienced any additional problem with this device.